Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone of customer's hospitalization for diabetic ketoacidosis. The nurse states the device did not alarm for no delivery. The nurse also mentions a bent cannula and site irritation. The customer's blood glucose level at the time of hospitalization was over 700mg/dl. Troubleshoot was conducted. The nurse was advised the device was cleared to be put back on the customer. The customer will be calling back at a later time to provide additional information.